Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock. Review of the episode noted t-wave oversensing and changes in amplitude morphology measurements. The s-ICD remains in service and there were no adverse patient effects reported.